Event description:
Country of complaint: (B)(6). Low tensile strength, difficult to remove from cassette.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site eval: cassettes received: 1 open. There are previous complaints of this code batch regarding leakage defect, for broken thread there are no previous complaints. It is very difficult to pull out the thread from the OEM. Tested the knot pull tensile strength of the sample received and the results fulfil the requirements of the OEM. Unable to determine root cause for difficulty pulling thread from cassette, cassette has been in use prior to eval. Unable to confirm issues with the tensile strength. Corrective/preventive actions: na.